Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (g2). Olympus could not confirm the actual device, because it was not returned. However, olympus used a different lot device to confirm the reproduction. It was confirmed that if the endo-therapy accessory is inserted and removed from this product attached to an endoscope while the endo-therapy accessory is tilted, the rubber valve will be damaged and fall off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to repeated insertion and removal of the endo-therapy accessory subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing them to fall off into the patient's body. However, the root cause could not be determined. The event can be prevented by following the instructions for use which state: - 9.4 feeding and aspirating solution with a syringe "insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary." - 9.5 inserting and withdrawing the endo-therapy accessories "insert the endo-therapy accessory into the valve as straight as possible." "Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d2 from the initial medwatch.

Event description:
A user facility reported while using single use biopsy valve (sterile) and bf-p260, an inductor was inserted and removed from the forceps channel and a black piece of rubber (approximately 1 mm) fell into the patient's body from the tip of the endoscope. The piece of rubber fell while they were spraying with the spray tube. The doctor collected the fallen piece with suction. There was no harm to the patient¿s health and the diagnostic endobronchial ultrasonography using a guide sheath procedure was completed with a similar device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.